Event description:
It was reported that there was a fragment of particulate matter in a 3000ml eva bag. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation and the reported condition was confirmed via visual/microscopic evaluation. The cause of this particulate matter was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.